Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the right ventricular lead high defibrillation impedance. The lead was explanted and replaced. The patient was in stable condition.